Event description:
Customer reported a hospitalization due to a high blood glucose over 600 mg/dl. She was treated with 25 units of insulin and the blood glucose reading was brought down to 400 mg/dl. Customer had cramping on every muscle. Customer was assisted in reprogramming the insulin pump. At the time of the report, the blood glucose reading was 179 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.